Manufacturer narrative:
Investigation activities: the device was not returned to boston scientific for analysis and the complaint as reported was not able to be confirmed. Device history record a review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Conclusion: record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem will be used.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the rechargeable ipg was replaced with a non-rechargeable device. There were no reported complications postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the rechargeable ipg was replaced with a non-rechargeable device. There were no reported complications postoperatively.